Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose is 586 mg/dl. Customer blood glucose level at the time of incident was 598 mg/dl. The customer was treated with insulin pump. Customer reported that I the hospital they treated it with insulin saline. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.